Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced blank display, damage (physical or cosmetic). The customer reported no adverse event. The event involved product(s) mmt-1715kl. Troubleshooting was performed and confirmed customer received the reported issue blank display. Display was blank at the time of the call. Confirmed that battery cap contacts are not missing or damaged. Customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. No harm requiring medical intervention was reported. Customer was advised to discontinue using the device. Mmt-1715kl was requested and customer response was the device will be returned.

Manufacturer narrative:
Unit received with critical pump error (open book image). Unit was successfully downloaded using thus software. Unable to perform the following tests displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test and self test. The adapt tool was utilized to search for alarms that may have occurred in the past or during complain call that might of trigger the reason complain. During download review using the detail trace it recorded pump error 53 and pump error 4. Pump error 53 (line 5632 and file number = 2005) was triggered six times on 27-oct-2024 from 04:53:25 pm to 04:55:16 pm. Per engineering troubleshooting guide, it was determined that pump error 53 was triggered due to software issue. Pump error 4 (line = 32122 and file number = 2727) triggered three times on 27-oct-2024. Per engineering troubleshoot guide, it was determined that pump error 4 was triggered in the ipc driver due to timeout - suspecting the hw. Proceeded by cutting unit open and perform a visual inspection of connectors and electronic assemblies. Per visual inspection no moisture damage and all connectors were plugged in properly during visual inspection. The following were noted during visual inspection: missing display window/cover, broken belt clip rails, label damage (stained), cracked case-corner of belt clip rails, cracked case, scratched case and corroded battery tube. In conclusion, unit received with critical pump error/open book image was confirmed due to pump error 53 and pump error 4. Pump error 53 was confirmed due to software issue. Pump error 4 was confirmed due to hardware issue. Blank display was not confirmed. Cosmetic damage location was not specified in the back, however, other cosmetic damage confirmed where cracked case, broken belt clip rails and cracked case corner of belt clip rails were noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.